Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of fecal incontinence and gastro intestinal/pelvic floor. It was reported that the patient was experiencing issues with bowel control. The patient was unable to switch programs using their patient programmer (pp) around (B)(6) 2016 time. The patient stated that they were able to communicate however. The patient also stated that they were unable to use the stimulation off key. Currently, the patient was getting a poor communication screen with and without the antenna. The patient then connected the antenna and held the pp where the device is located and was able to communicate. It was then discovered that the ins was turned off so the patient turned it back on. The patient reported that they were feeling stimulation at the implant site rather than the bike seat area. The patient changed to program 1 and felt stimulation in the correct area.